Event description:
End user reported that she received her unknown power chair back from the dealer, chair was turing off by itself and stopping, and it is doing it again, turns off on its own and stops.